Event description:
A customer contacted beckman coulter inc. (Bci) to report the lab's synchron lxi 725 system's hydro area was flooded with liquid. Source of liquid leak could not be determined. Customer shut down the instrument to contain the leak no effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched for event. Fse found the di water valve closed, primed the system 25 times and monitored system. Customer has not contacted bci with requests for further assistance with issue.